Event description:
Customer reported that the alarm sounds intermittently. The batteries were replaced with a new supply. The alarm was tested with a new sensor and the results remain the same. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).